Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided were within specification. The field service engineer (fse) found damaged tubing leading to the reservoir sediment buildup. The fse repaired the tubing, performed cleaning, changed the incubation water, and performed qc successfully. The investigation determined that the event was consistent with the overflow in the cuvette due to a damaged hose/tubing. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 2 patient samples on a cobas pure c 303 analytical unit. Sample 1 had an initial result of 193 mg/dl. The repeat result was 43.5 mg/dl. Sample 2 had an initial result of 150 mg/dl. The repeat result was 52 mg/dl.